Manufacturer narrative:
The serial number of the toothbrush handle was not provided. Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that brush heads were falling out of their essence+ power toothbrush. No injury reported.